Manufacturer narrative:
Citation: dapunt oe, et al. Stentless full root bioprosthesis in surgery for complex aortic valve-ascending aortic disease: a single center experience of over 300 patients. Eur j cardiothorac surg. 2008 apr;33(4):554-9. Doi: 10.1016/j.ejcts.2007.12.053. Epub 2008 feb 20. Presented at the 21st annual meeting of the european association for cardio-thoracic surgery, geneva, switzerland, september 16-19, 2007. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the early- and mid-term patient outcomes following full root freestyle aortic root bioprosthesis implantation. All data was retrospectively collected and analyzed from a single center between november 1999 to march 2007. The study population included 317 patients (predominantly male, mean age 70.2 years) who all underwent full root aortic valve replacement with the medtronic freestyle. No unique device identifier numbers were provided. Among all patients, a total of 51 deaths occurred during the 7.4-year follow-up, including a patient who underwent aortic valve reoperation for endocarditis five to seven years after freestyle implant and died during the hospital stay following the reoperation. No statement was made suggesting a causal or contributory relationship between freestyle and the deaths. Among all patients, adverse events included: need for coronary artery bypass grafting during the implant procedure; rethoracotomy for post-operative bleeding; immediate post-operative permanent neurological impairment (stroke); endocarditis treated conservatively (undisclosed onset time after valve implant); reoperation for late onset endocarditis (at 50- and 56-months post-implant, respectively); immediate post-operative gradient of 35 mmhg requiring valve reimplantation; unspecified structural valve deterioration; and need for aortic valve reoperation. No additional adverse patient effects or product performance issues were reported.